Event description:
Our rep is reporting that during an arthroscopic shoulder repair a portion of the distal tip of a vapr se electrode broke off into the patient's joint space. The fragment was retrieved from the body and the procedure was concluded successfully without further incident or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned for evaluation, device discarded at user facility. However the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issues. All of the pieces were retrieved from the patient and there were no patient consequences. However, if this was to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.